Event description:
User experiencing patient bicarbonate results drifting high started in 2009. User provided the following patient example which occurred in the next day. Initial result gave 41 mmol per l. Sample was repeated on customer's other c501 module and resulted at 29 mmol per l. User states patient was not negatively affected by the errorneous result being reported and then a corrected report going out.

Manufacturer narrative:
The field service representative was unable to determine a cause, but noted when on site control recovery for bicarbonate were within range. He performed annual preventative maintenance, and checked all working parameters. Calibration and controls were run to verify analyzer performance.